Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The cutter was reset to the original position to do a functional test. The actuation button was depressed on the device and it performed according to specifications, no non-conformities were found during the functional testing. The aortic cutter was viewed under a microscope; no non-conformities were found. Based upon the received condition of the device, the reported complaint was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after actuating the aortic cutter on the heartstring iii, it did not create a hole in the aorta. A side-biter clamp was used to complete the procedure. The hospital did not report any patient effects.